Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge. Supplemental testing revealed that there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable, thus flashing red on the battery charger. As a result, the reported event was confirmed. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. The most likely root cause of the reported event may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltage s and provides safety protection when certain conditions are met. An internal investigation evaluated battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery charger would show a red flashing light when the battery was connected. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.